Manufacturer narrative:
Isi has not received the permanent cautery hook instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced. There was no patient harm or injury; however, at this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during the da vinci-assisted gastrectomy procedure, the surgeon alleged that there was a brief moment of arcing observed on the permanent cautery hook instrument. The issue did not occur again and the surgeon was able to complete the procedure using the same instrument. It was confirmed that no fragments fell inside the patient and there was no report of patient harm, adverse outcome or injury. Intuitive surgical (isi) made multiple follow up attempts and obtained the following additional information: the surgeon used a 30/30/30 (cut/coag/monopolar) setting for the generator. The surgeon had switched between the harmonic instrument and the permanent cautery hook during the gastrectomy procedure. The potential arcing was observed over the stomach area but did not reoccur once the surgeon moved upwards away from the stomach.